Event description:
It was reported that the customer inadvertently performed the load sequence while connected to the site. There was no reported impact to the customer¿s blood glucose level. Customer was educated to not be connected to the pump during the fill tubing process.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.